Event description:
It was reported to covidien that a customer had an issue with a needle and syringe. The customer reports as medical assistant started to draw up flu vaccination, the needle fell off hub.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.